Manufacturer narrative:
The technician replaced the left and right siderail ucm boards and cables to repair the bed.

Event description:
The account alleged all of the bed functions are working intermittently.